Event description:
No additional information received regarding the event.

Manufacturer narrative:
The investigation of the returned coil system found the implant coil to be separated from the pusher, completely stretched, entangled, and broken; however, no indications of activation using a detachment controller was found on the pusher heater coil. The portion of the implant distal to the break site was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken implant, but it is consistent with the device experiencing forces exceeding the implant's yield and tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: lead tech reports that upon attempting to deploy the coil into a gda vessel, the coil would not form properly. Upon attempting to remove the coil, the coil prematurely detached with some coil in the vessel but most in the catheter. Upon attempting to remove the coil, it began to unravel in the hepatic artery. Snare was used to attempt to remove coil, but reporter seemed to think some was still in the gda vessel and was unable to be removed. Coil was attempted to be snared out unsuccessfully. No further action at this time. Case was aborted. Patient is stable.